Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 the sensor came off at an unknown time. The night on (B)(6) 2026, at around 04:00, 05:00 am the patient experienced a hypoglycemic event and experienced loss of consciousness. The sensor had already come off by then, but the patient was not aware of this. The patient was found by their mother who noted that there were no cgm readings. An ambulance was called and when the paramedics arrived a fingerstick was taken, and the blood glucose reading was 38 mg/dl. The patient was treated with a ¿glucose shot¿ (most likely glucagon). No further medication was reported and it was unknown if the patient was brought to the hospital. The current condition of the patient was unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.